Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a patient was revised to address the migration of two yukon set screws and one yukon polyaxial screw approximately six weeks after implantation. This record captures the second of two yukon set screws.

Event description:
It was reported that a patient was revised to address the migration of two yukon set screws and one yukon polyaxial screw approximately six weeks after implantation. This record captures the second of two yukon set screws.